Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was hospitalized twice once on (B)(6) 2015 and on (B)(6) 2015 with blood glucose of 500 mg/dl. It was reported that customer's blood glucose was uncontrollable and needed trainer to the hospital to test insulin pump. Nurse was given the number to trainer and would call back if trainer is not able to attend hospital facility. Customer was still hospitalized at the time of call. Nurse did not have to much hospitalization information.